Event description:
It was reported by the patient that their omnipod personal diabetes manager (pdm) charging port would no longer work to charge the device. Additionally, the pdm was reported to be smoking. No impact on the patient's blood glucose levels was reported. No medical treatment was required for the alleged thermal event. The pdm was discarded by the patient. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.